Manufacturer narrative:
The customer was experiencing qc issues with co2 for the previous 2 days. Recalibration brought the recoveries back in range. Qc prior to the event was within the established ranges. It is unknown if qc was run after the event prior to recalibration. Qc after recalibration was within the established ranges. Bci field service engineer (fse) found the electrical break on the alkaline buffer bottle was loose and touching the inside of the bottle. The fse corrected the break and fixed a loose co2 membrane. The fse verified the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated carbon dioxide (co2) results generated by unicel dxc 600 pro synchron chemistry analyzer for three patient samples. The issue was noticed due to low anion gaps, and the erroneous results were not reported out of the laboratory. Subsequent testing after recalibration of the instrument produced lower results, which were reported out of the laboratory. There was no effect to the patients or user.